Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. On the 45-day follow-up appointment that occurred 46 days post procedure, a mobile thrombus was identified via transesophageal echocardiography (tee) on the face of the closure device. The patient was to continue oral anticoagulant treatment in response to the thrombus.